Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm for no disposable. It was not specified whether or not this occurred during infusion or interrupted therapy. The patient switched out pumps to resume therapy. No adverse patient effects were reported.